Event description:
During preparation of a procedure a polarxfit catheter was selected for use. When preparing the balloon, it was observed that there might be dirt inside the side port, so the device was replaced. The procedure was completed without any further complications. The device has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected and foreign material was visible in the guidewire lumen of the catheter. The material appeared to be stuck in the material of the lumen and attempts to insert devices through the guidewire lumen were unsuccessful as they would get caught on the material. Examination of the material in the guidewire lumen confirmed it was adhesive loctite used during the manufacturing process. Based on all available information boston scientific confirms the presents of unintended material in the guidewire lumen. The cause was determined to be a manufacturing deficiency as the material was determined to be adhesive used during the manufacturing process.

Event description:
It was reported that during preparation for a cryoablation procedure, a polarxfit catheter was selected for use. When preparing the balloon, it was observed that there might be dirt inside the side port, so the device was replaced. The procedure was completed without any further complications. The device has been returned for analysis.